Manufacturer narrative:
A ge service rep performed an on site investigation. The system software, node and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported a system corruption error and the system would not boot up. No pt injury was reported.